Event description:
Additional information provided by the account: the procedure was a lap. Hysterectomy.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the rotating knob was broken. It did spin by itself without rotating. The shaft and the knob were separated. The problem was noticed prior to use. Patient is not involved

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted the articulation knob was disconnected from the shaft. The instrument was evaluated for electrical conductivity; proper conductivity was observed. The rotation knob functioned properly. The graspers were applied to test media and grasped the media without issue. The handles opened and closed without any hang ups noted. The articulation knob failed to extend the graspers. During functional testing engineering observed the following: the unit open and close the jaws with good alignment. The rotation knob worked properly. The rotation barrel worked properly, but the unit did not articulate. The unit was disassembled to see the components separately. This unit is consistent with a unit that received an excessive force while holding onto something fixed, thus causing the disengaged of the tube from the screw. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.